Manufacturer narrative:
In follow-up with the reporter it was learned the intraocular lens was discarded at the surgery center and not returned for analysis. Lens met all manufacturing specifications prior to release. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Iol discarded at the surgery center.

Event description:
A nurse reported that during implantation of the (iol) intraocular lens it became stuck in the delivery system. Surgeon used a lens cutter to remove the lens from the patient's eye. The incision was enlarged, a new lens implanted and one stitch was placed. No further complications occurred, patient recovered with no permanent impairment.